Event description:
It was reported that the patient experienced autoreducing due to high impedances on the patient's lead. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's system was explanted on (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.